Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was 418 mg/dl. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.